Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Device failed interior inspection. Functional testing was performed and there was no failure detected. Further tests showed that the speaker is defective. The root cause was determined to be an assembly error.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to claim low audio output patient experienced on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported. Additionally, during the call, dexcom technical support advised patient's mother to test the alert functionality and reported alerts were functional.